Event description:
Burning of the face that spread to the legs, arms and stomach [burning sensation], flushing of the face [flushing], rash on face and eyes that spread to legs, arms and stomach [rash generalised], itching of the face that spread to the legs, arms and stomach [pruritus generalised], right knee pain [arthralgia], right knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female patient with a history of osteoarthritis, (B)(6), who experienced a rash on the face and eyes that spread to legs, arms and stomach, flushing of the face, burning of the face that spread to the legs, arms and stomach, itching of the face that spread to the legs, arms and stomach, right knee pain and right knee swelling after receiving synvisc. The patient received synvisc injections into the right knee on (B)(6) 2009. The patient reported that she had a rash on the face and eyes, flushing of the face, and burning and itching of the face after receiving her last injection of synvisc on (B)(6) 2009. She experienced right knee pain and swelling after receiving synvisc, which subsided until an unspecified date in 2010. The patient stated that the rash, itching, and burning spread from her face to her legs, arms, and stomach. She reported that she was given a steroid injection, two steroid creams, and oral steroid medication (unspecified) that all did nothing to treat her rash, itching and burning. She stated that her rash, itching and burning did not come and go. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.